Manufacturer narrative:
Full name of the facility is (B)(6) hospital affiliated to (B)(6) university. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the nozzle was blocked with foreign material. The test paper was not discolored. The foreign material was not identified. Additionally, no image flickering was found after hanging up for a day. However, there was some image noise. Inspection found that the switch 1 was leaking, the metal nameplate on s-cover was missing, the angle was slightly tight, the insertion section was slightly wrinkled, the light guide (lg) glass was slightly damaged, and the lg bundle was slightly damaged. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for the issue of image flickering observed during preparation for use for a diagnostic colonoscopy procedure. There is no patient involvement as the patient was not under anesthesia and no harm reported to the patient. Set up was done with another device and the intended procedure was completed. Upon evaluation of the returned device, it was observed that the nozzle was blocked with foreign material. The foreign material was not identified. This medwatch is being submitted for the reportable issue of the foreign material found in the nozzle during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. As a probable cause, the following was presumed: 1. An accessory used in combination with the subject device (water container, air/water valve or the like) became broken and remained within the air/water channel. 2. Lint or fiber from a cloth to wipe the device in reprocessing shed into reprocessing fluids, which was injected into the air/water channel. The instructions for use (IFU) states that the accessory must be inspected, and that "all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels." The user can properly detect the suggested event by handling the device in accordance with the following IFU statement and items: "inspection of the endoscope: ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Inspection of ancillary equipment - inspect the following equipment as described in their respective instruction manuals.¿ the user can reduce and prevent/reduce occurrence of the suggested event by handling the device in accordance with the following IFU statement: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw [air/water] channel cleaning adapter after each patient procedure. Troubleshooting - the accessories are consumables. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. Preparing the equipment for reprocessing - all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle.¿ olympus will continue to monitor field performance for this device.